Event description:
See MFR #6000153201003790. The pt's leads and stimlocs were explanted due to what appeared to the surgeon as an allergic reaction. The pt seized more than once. Brain biopsies were completed and results have not been given. Steroids were being administered then the pt was going to undergo allergy tests. Additional info has been requested.

Manufacturer narrative:
(B) (4).